Manufacturer narrative:
The complaint indicated that samples were not available. Device history record reviews were completed on the reported lot v1e144 (mfg. Date: 5/19/2021). The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned therefore a root cause could not be determined. The standard production method was updated to specify inspection instructions of the pouch, instruction to throw the first five pouches produced away, and instruction to ensure the seal bar is properly seated. CAPA is not applicable since the reported event could not be confirmed, as no samples were returned by the customer. We will continue to monitor this failure mode for this product.

Event description:
It was reported through med watch report # mw5102702 that a patient care assistant was squeezing cardinal health infant heel warmer to activate it when a side seam burst open and the contents spilled on the inside of the crib, handrail of the baby crib and on the floor. There was no injury or adverse effect to the patient/staff that required additional medical care due to reported issue.